Event description:
It was reported that the patient presented with phrenic nerve stimulation and shortness of breath. It was noted that the atrial lead had dislodged. The lead was later explanted and replaced. The patient was stable during and post procedure.